Event description:
The rapid transit microcatheter (mc) was used for supporting a non-cordis treasure guidewire (gw) during attempted treatment of a right superficial femoral artery (sfa) chronic total occlusion (cto). Resistance was encountered at the proximal hub of the mc when the gw was inserted. The mc was used as it was; however, there was still resistance with the gw. The gw was exchanged to another product (deja-vu/master 23) but resistance was again felt at the same proximal hub area. The devices were used once but then not used further due to difficulty manipulating. The mc was exchanged to an unk 4fr diagnostic catheter; however, the procedure was cancelled because the target lesion could not be treated as expected. There was no pt injury. The vessel was moderately calcified, mildly tortuous and 100% stenosed. A 6fr guiding catheter had been inserted via contralateral approach prior to the event. All products were new with no damages noted after removal from packaging. It is unk if the mc was re-shaped prior to use in the pt. A constant and dedicated heparinized flush was maintained at all times through the mc. There were no kinks or damages noted on the mc prior to the event or after the event. The product was returned for analysis and ptfe delamination was noted in the microcatheter.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile rapid transit was received coiled inside of a plastic bag. Additionally two gws were received inside the same plastic bag. The mc hub was inspected and no anomalies were observed. The mc body was also inspected and compressed and flattened sections were found. The cause of the bends, compressed and flattened sections could not be conclusively determined at this time; however, there are no indications that this issue could be related to the manufacturing process. Some kinks were observed on the guide wires. The ID from the mc was measured and was found out of specification due to an obstruction in the hub. With attempt to insert the first gw into the hub, only 3.5cm could be inserted. The wire was retrieved and after that it was inserted by the distal tip; however it only could advance until to the mc ID, where it got stuck. The same situation was experience using the second gw. The mc was cut at 10.4 cm from the hub and at this time ptfe delamination was observed. Cross sectional analysis was performed and was found that the rapid transit obstruction was caused by the ptfe delamination observed. The obstruction was distal to the strain relief. There was no evidence of damage along the body/hub interface area or hub cavity. Inspections are in place to prevent damages on microcatheters leaving the facility. It was reported that the devices were continued to be used despite the resistance prior to exchange of the device. It cannot be determined if the continued use in the presence of resistance contributed to the condition of the returned device. The instructions for use warns to never advance or withdraw an intra-luminal device against resistance until the cause of resistance is determined. It further cautions that if strong resistance is met during manipulation, if the cause of resistance cannot be determined; withdraw the catheter and guidewire as a system. Resistance inserting the gw into the mc hub due to luminal damage was confirmed; the root cause of the luminal damage cannot be determined. Action was previously opened to address this kind of defect on microcatheters.